Manufacturer narrative:
(B)(4).

Event description:
During a hip arthroscopy, the beaver blade snapped into two pieces leaving one piece inside the patient. The surgeon performed a mini incision to try and locate the broken piece of the blade under x-ray control. The joint was exposed but the surgeon was unable to locate the broken piece and left the broken piece of the beaver blade inside the patient. No issues since the operation.

Manufacturer narrative:
: Smith & nephew did not receive a device for evaluation. Internal testing was performed on 60 samples from three different lots. Compression testing was conducted on 30 samples, and deflection testing on the other 30 samples. The results of the tests concluded that all blades met specification and performed better than the design verification. (B)(4).